Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated via remote patient monitoring for high, out-of-range shocking lead impedance on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) discussed that the lead could be monitored for now. No adverse patient effects were reported. This device remains in service.